Event description:
Discordant, falsely high glucose results on multiple patients were obtained on the advia 1800 instrument. As per their process, the laboratory repeats testing when a result is >/= 160. The laboratory repeated testing in duplicate on patient 1 sample on the same advia 1800 instrument and obtained lower glucose results. The repeat results were reported. The laboratory repeated testing in duplicate on patient samples 2-4 on another instrument and obtained lower glucose results. The repeat results were reported there are no known reports of adverse health consequences or patient intervention due to the discordant, falsely high glucose results.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the instrument. After evaluating the data and the instrument, it was determined that the cause of the discordant, falsely high glucose results is unknown. The fse replenished oil bottle and checked lines. The fse also changed both reagent pump seals, the srwp pump seal, and replaced the coupler on reagent pump 2 with a 14mm retrofit coupler. Calibration controls were re-run and the system was operational. No further evaluation of the device is required.